Manufacturer narrative:
After several attempts to obtain information on this event or patient outcome, no information received. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding lack of information available, the root cause of this event can not be determined.

Manufacturer narrative:
No information about device return.

Event description:
Mc+ : failure to implant. No details about this case although 3 attempts were made to have more information. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.